Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the patient's stimulation output issues was above impedances were noted to be high on electrode that were in use. As previously reported the patient was attempted to be reprogrammed but it did not provide the patient with adequate stimulation. The issue has not been resolved. The ins remains implanted, but the patient is setting up an appointment for surgical consult. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3888-33, lot# j0357350v, implanted: (B)(6) 2004, product type lead .

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient had no stimulation. Able to recharge without difficulty. Patient was bending over about two weeks ago from this report and felt a short burst of stimulation and then stimulation stopped and has not returned. Impedances revealed electrode 0 <(>&<)> 1 were high. Electrode 2 <(>&<)> 3 are within normal range. Rep was able to reprogram to electrodes 2 <(>&<)> 3 but upon reaching 10.5 amplitude the patient only has weak stimulation on the left side only of head. Needs bi coverage. No the issue was not resolved at the time of this report. No the health care professional (hcp) has no further information. Patient desires surgical intervention to improve her stimulation for pain control. She will set up appointment for surgical consultation. Yes surgical intervention occurred. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 3888-33, lot# j0357350v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that upon dissection the physician found a small breakage/fray in the lead where it connected into the extension. The breakage/fray was likely to blame for the high impedances. The physician explanted the whole system and implanted a new one and the new system was in place and working well for the patient. The ins was explanted on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# j0357350v, implanted: (B)(6) 2004, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the patient had a spinal cord stimulator implanted in the occipital. The rep stated the patient was not getting pain relief and reported that the 2/4 electrode impedances were showing greater than 10 ,000 ohms and the other 2/4 electrode was showing 3500 ohms. The rep stated the physician wanted to disconnect the extension from the lead and test the lead via a multi-lead trialing cable (mltc). They stated if the lead was fine, then the physician would replace the extensions. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.